Event description:
During case, it was noted by the surgery team that it was difficult to insert and take out the laparoscopic instruments through the port holes. New 5 mm trocars were offered to the surgery team. The surgery team declined and stated they could work with the initial 5mm trocars. No further orders or instructions were given. Packaging, trocars, and pt label given to mgr for further investigation and escalation. FDA safety report ID# (B)(4).